Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b5. Correction to h6 medical device problem code of the initial report from ¿1089 - circuit failure¿ to ¿1183-no display/image¿. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image issue was due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. It was observed during inspection that the device had no image.

Event description:
It was observed during the device inspection, that the subject device exhibited printed circuit board failure. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.